Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that while performing continuous renal replacement therapy, a prismax auto effluent bag was leaking at the junction of the bag and the tubing. There was no report of patient injury or medical intervention associated with this event. No additional information was available.

Manufacturer narrative:
Additional information added to d4 and h11. H11: the ¿auto effluent accessory¿ is an optional automatic effluent emptying accessory used with the prismax and intended to eliminate the need to drain or change effluent bags during therapy. The prismax machine is designed with a drip tray at the base of the control unit to collect fluid if a leakage is present; an alarm is generated when the amount of leaked fluid exceeds 50ml. There is no data indicating that the prismax failed in triggering an alarm if the effluent leak exceeded the 50ml limit. There was no patient injury or medical intervention associated with this case. The prismax is designed with leak detection and the reported event does not have the likelihood to cause or contribute to death or serious injury. Should additional relevant information become available, a supplemental report will be submitted.